Manufacturer narrative:
The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-inserts were missing on both devices. All IFU steps were completed on both devices. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to usability issues. No adverse events were reported. The batch documentation of the reported batch was reviewed. The complaint sample provided was investigated with no failure detected. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported; therefore, a batch investigation with regard to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no adverse events were reported. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 23-dec-2014 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 296 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure physician had to really move from side to side to fire and did not know if essure was in situ. The reported events; regarded as device insertion difficult and suspicion of device misdeployment; were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may not be successful, in this particular case the exact cause of insertion difficulty was not reported, however, considering that the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded, and given the reported malfunction this case was regarded as other reportable incident. A product technical analysis was performed and concluded, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed (complaint sample was investigated) and no adverse events were reported.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6)2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that the physician had to really move from side to side to fire and she did not know if it was in situ. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure physician had to really move from side to side to fire and did not know if essure was in situ. The reported events, regarded as device insertion difficult and suspicion of device misdeployment; were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may not be successful, in this particular case the exact cause of insertion difficulty was not reported, however considering that the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded, and given the reported malfunction this case was regarded as other reportable incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received from physician on 28-jan-2015: the insertion was difficult because the device would not open and the spring malfunctioned. An hsg (hysterosalpingogram) was performed and showed that the tube was patent after 3 months. The patient was advised to continue on alternative contraceptive methods and to have another hsg performed in 3 months. According to the physician, the device would need to be replaced as he had to use two devices on one patient. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure physician had to really move from side to side to fire and did not know if essure was in situ. Later, it was informed that the device would not open and the spring malfunctioned and a hsg was performed and showed that tube was open after 3 months. The reported events; regarded as device insertion difficult, suspicion of device misdeployment, device deployment issue and device ineffective; were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may not be successful, in this particular case, it was later informed that the insertion was difficult because the device would not open and the spring malfunctioned. An hsg (hysterosalpingogram) was performed and showed that the tube was patent after 3 months. The patient was advised to continue on alternative contraceptive methods and to have another hsg performed in 3 months. Considering the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded, and given the reported malfunction this case was regarded as other reportable incident. A product technical analysis was performed and concluded, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed (complaint sample was investigated) and no adverse events were reported.

Manufacturer narrative:
Follow-up information was received on 31-oct-2014, 07-nov-2014 and 11-nov-2014. Patient's initial was provided. 4 devices samples (lot number b06097) were returned in bags for this patient. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure physician had to really move from side to side to fire and did not know if essure was in situ. The reported events, regarded as device insertion difficult and suspicion of device misdeployment; were considered non-serious and are listed in essure's reference safety information. During difficult insertions essure placement may not be successful, in this particular case the exact cause of insertion difficulty was not reported, however considering that the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded, and given the reported malfunction this case was regarded as other reportable incident. A product technical analysis and follow-up information are being sought.